Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, station was critical override mode and user was unable to pull any medications. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d unique identifier (UDI) a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the no critical override mode. A technical support specialist troubleshot the device and dialed into the station and checked healthsight viewer (hsv) and found no devices on critical override. Emailed and called customer for confirmation but received no response. Issue appeared resolved, so the case was closed. The system functioned as intended after the technical support specialist investigate the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, station was critical override mode and user was unable to pull any medications the customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.